Event description:
It was reported that the catheter was placed routinely in an obstetric pt. When removal of the catheter was attempted, it separated and a 6cm portion remained in the pt. There are no plans to remove the separated portion, and there were no further complications.